Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint reads: one incident happened: connector losen from the shaft of tube while operating. There is a leaking of oxygen for patient." No report of patient harm. Patient condition reported as fine.

Manufacturer narrative:
(B)(4). It is unknown if the device is available for investigation at this time.

Event description:
Customer complaint reads: one incident happened: connector loosen from the shaft of tube while operating. There is a leaking of oxygen for patient." No report of patient harm. Patient condition reported as fine.